Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump's alarm sound was neither annunciating nor vibrating when alerts and alarms were declared. The customer¿s blood glucose (bg) level was displayed as ¿low¿, however, a specific value was not provided. Customer consumed carbohydrates to address bg level. Reportedly, the customer continued to use current pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.